Event description:
It was reported the procedure was being performed on a (B)(6) female pt in the anesthesia department. The catheter was going to be placed into the pt's right vena jugularis. Prior to insertion and after filling the syringe with nacl, it was noted that the plunger was hard to move. The physician flushed the syringe with nacl and it was noted that white particles (a white liquid) was in the syringe. As a result, the syringe was flushed. A new syringe was used for the procedure.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.